Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer called concerned with test results from results obtained of 464, 293, 257, 462 and 269 mg/dl. The customer stated his expected blood glucose test result is under 140 mg/dl fasting am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 486 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/31/2026 and per the customer the open vial date is 1 month ago. The meter memory was reviewed for previous test result history: result 1: 464 mg/dl date: (B)(6) 2026 time:608am fasting am, result 2: 293 mg/dl date: (B)(6) 2026 time:557am fasting am , result 3: 257 mg/dl date: (B)(6) 2026 time: 524am fasting am, result 4: 462 mg/dl date: (B)(6) 2026 time: 340am fasting am , result 5: 269 mg/dl date: (B)(6) 2026 time: 556am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.